Event description:
It was reported the physician implanted a gore viatorr tips endoprosthesis in an anastomosis of the axillary vein on (B)(6) 2011. On (B)(6) 2011, the pt presented with (B)(6). That same day, the viatorr device was explanted in an open procedure. The pt was doing well following the procedure.

Manufacturer narrative:
Method: a review of the manufacturing records has been conducted. The explanted device is being retained by the hospital and not available for evaluation. Results: the review of the manufacturing records verified that the device met all pre-release specifications.